Event description:
In 2008, the patient reported being unconscious and his wife called the ambulance. He was transported to the hospital and admitted to the ICU for five days in 2008. He was released from the hospital four days later. On 03/16/2008, the patient reported that his blood glucose was elevated when he woke up and he changed his infusion set and adapter and bolused through his infusion device. Two hours later, the patient's blood glucose was elevated to 400 mg/dl and he again bolused through his infusion device. At 12pm, his blood glucose had lowered to 122 mg/dl. No further information is available. Product was requested to be returned for evaluation.